Manufacturer narrative:
(B)(4). Based on discussion with FDA on may 8, 2017, all inspectional failures are being reported as mdrs notwithstanding the fact that the presence of discontinuities, gaps or bubbles does not necessarily have either technical or clinical significance. (B)(4). (Exemption number e2015036).

Event description:
A loaner device was returned to pentax medical on 18/jan/2019 for routine service. Inspection of the unit was performed on 23/jan/2019 where the quality control inspector found the following: bending rubber pinhole; distal cap - fixed type failed epoxy seal integrity inspection; distal cap/ case cracked; failed wet leak test; segment steel braid cut; failed dry leak test; customer complaint confirmed; fluid invasion not observed in pve connector; fluid invasion not observed in control body; bending rubber leak at middle section; suction tube mild resistance. Inspection of the seal between the distal body and distal cap was performed and the device failed the inspection criteria. The scope's repairs will included the distal case/cap, which was replaced and/or resealed pursuant to the field correction, and returned to inventory upon completion. Parts replaced: bending rubber; distal case/cap; suction channel lg.